Event description:
Additional information received stated that both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00266. It was reported the patient fell and experienced stimulation in ribs. Reprogramming was unable to resolve the issue. X-rays indicated that one of the leads had migrated. Surgical intervention is planned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.